Event description:
Arthritis [arthritis]. Case description: spontaneous report was received on (B)(4) 2012 from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. The patient's medical history was significant for previous medical device implantation with synvisc. On (B)(6) 2012, the patient initiated treatment into left knee with synvisc (hylan g-f 20) injection, dosage regimen not provided. The lot number for synvisc was not provided. On the same day, the patient experienced arthritis and the physician treated her with joint lavage. The action taken with synvisc treatment was not provided. The outcome for the event of arthritis was not provided. Concomitant medications were not provided. The intensity for the event of arthritis was not provided. The reporter assessed the relationship between synvisc and the event of arthritis as definite.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.